Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury. However, customer's daughter thought her mother's (customer) readings were "to high" and then she took "too much" insulin, which resulted in her feeling "dizzy and shaky". She drank orange juice to treat her symptoms. She did not require third party intervention.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.